Manufacturer narrative:
Unit received with a blank display due to no contact between the metal battery tube insert and the battery cap contacts. The battery tube insert got pushed down as a result of the cracks in the pump. Unable to perform the displacement test due to the blank display. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The battery threads also has a horizontal crack. In addition to this, the s/n label located between the belt clip rails has worn down to the point where it¿s illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.